Manufacturer narrative:
The reported event of a communication issue was unable to be confirmed during analysis. The returned system controller was functionally tested using lab equipment and was found no function as intended, even when the cables were maneuvered. The white and black power leads were independently disconnected, and the system continued to operate properly. All internal wires were measured during analysis and there was no issues observed. The controller was connected to a test display module and a test system monitor and the system parameters were displayed as expected. The pump speed was adjusted several times and the controller accepted the new settings. The returned controller functioned as intended during analysis. A review of device history records for this device showed no deviations from mfg or qa specs. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt switched to the system controller, but it would not respond to commands from the system monitor. The set speed could not be changed nor could the event log history be downloaded from the system controller. The system controller was exchanged and the event was resolved.